Manufacturer narrative:
The customer indicated they were using lot numbers 43007un10 and 40553un11 during the timeframe of this event. It is unknown which lot generated the discrepant result. No consequences or impact to patient; an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer is observing imprecision issues with the architect stat troponin-I assay where the original result does not repeat. The customer uses a cutoff of 0.04ug/l for this assay. Results were provided where a patient (B)(4) generated an initial result of 0.105 ug/l and was repeated 2 times: 0.078 ug/l and 0.076 ug/l on (B)(6) 2011. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. A precision testing protocol was executed using a lot in use by the customer, 40553un11, and met acceptance criteria which indicated the reagents are performing as expected. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect stat troponin-I assay; list 2k41, lot 40553un11 was not identified.